Manufacturer narrative:
Additional information: b5: the reporter indicated that a 13.2mm, tmicl13.2, -8.5/3.5/088 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was repositioned due to low vault with rotation but it did not resolve the problem, the lens rotated back to the same position one week later. On (B)(6) 2020 the lens was exchanged for a longer length lens and the problem resolved. Claim # (B)(4).

Manufacturer narrative:
(Expiration date): unk, no serial number reported. (Device manufacturing date): unk, no serial numbers reported. (B)(4).

Event description:
It was reported that a toric icl was implanted into the patients left eye (os) and rotated about 10 degrees. The reporter stated " lens repositioning was performed, lens has currently remained in the correct position and the patient is 20/20 uncorrected at this time." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.